Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "up" and "down" keys respond intermittently. The keypad was torn and was removed to investigate. Evidence of keypad contamination was located under "contrast", "down" and "up" contact button. A damaged keypad will permit contamination to permeate the buttons with a negative impact on button function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and stated that the ok keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient noted the keypad was peeled and torn off around the ok button. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.